Event description:
It was reported the pt was in a motor vehicle accident, and suffered a fractured pelvis. The pt's pump device was on the opposite side of the fracture, and was tested and found to be operating normally. It was stated "the traffic accident was a one-car accident, but the possibility of it being a suicide attempt cannot be denied. The pt had been mentally unstable since his mother's death." The pt's status was reported as "in the hospital." The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).